Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17400017m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. A transseptal puncture was not performed. Sheath used was a st. Jude medical 8.5 french. Generator settings were not reported as no ablation was performed. Irrigated catheter flow was set at 2ml/min during mapping. No error messages were observed on biosense webster equipment during the procedure. During mapping, the patient became hypotensive and complained of chest pain. The cardiac tamponade was confirmed and pericardiocentesis yielded 280cc. The patient was reported to be in stable condition. The patient required an overnight stay in the intensive care unit for observation. The patient fully recovered with no residual effects. There was no issue with the catheter. There were no factors cited that may have contributed to the adverse event. Physician did not provide causality opinion. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/5/2016. Additional clarification was received on 5/5/2016 that the lot # was corrected from 17400017m to 17400019m. Therefore, the product information has been corrected to the manufacturer date of 2/02/2016. (B)(4). The investigational analysis has been completed. (B)(4). It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping, the patient became hypotensive and complained of chest pain. The cardiac tamponade was confirmed and pericardiocentesis yielded 280cc. The patient was reported to be in stable condition. The patient required an overnight stay in the intensive care unit for observation. The patient fully recovered with no residual effects. There was no issue with the catheter. There were no factors cited that may have contributed to the adverse event. Physician did not provide causality opinion. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter functionality of the sensors were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.